Event description:
It has been reported two stretchers have impaired braking ability.

Manufacturer narrative:
The customer is stating the plastic coating on the brake rings is degrading. The customer is alleging impaired brakes on two serial numbers, but have not specified which two. The MFR is actively trying to obtain this info.